Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bleeding rash on his back under the lifevest. It is unknown if the patient received medical intervention for this irritation. Follow-up attempts were unsuccessful and the patient medical outcome is unknown.